Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer and according to the provided information, the turbine module has been replaced. The logs provided in the problem description confirms the reported failure. The turbine generates a controlled airflow from the ambient air. The turbine is powered by a motor driver controlled by the blower module. A faulty turbine module turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue may lead to stop of ventilation. If present, the fault will be detected during pre-use check. The replaced part has not been returned for technical investigation despite requests. According to the received information, the cause of the issue has been determined and was related to defective turbine module.

Event description:
Manufacturer ref#: (B)(4).